Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (battery faults / charger faults) has been confirmed. Upon investigation the battery charger was unable to emit a single beep during the post (power-on-self test). The cause for the failure was isolated to a internal short in the q202 component on the hotspot pca board. The battery charger was unable to recognize or charge a battery pack. Patient protection was not affected. The root cause for the shorted q202 component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults.